Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found stuck ejection pin in position #2. Replaced plunger and verified repair. The instrument was tested without further problem and was returned to expected operation.